Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient became bradycardic and expired. The target lesion was 15mm in length and was located in the left anterior descending (lad) artery. The physician used a 6fr ebu guide catheter and multiple guide wires to access the lesion. A csi viperwire guide wire was advanced to the site of the lesion and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed five runs at low speed, but was unable to cross the lesion. The oad was removed and the physician attempted to treat the lesion using a 1.50mm balloon, but was unsuccessful. After performing multiple modalities of additional treatment (balloon angioplasty, buddy wires, stenting), the physician was able to restore blood flow to the vessel. At this point, the patient became bradycardic. CPR was administered for 25-30 minutes, but the patient expired. A request for additional information was made to the facility, but was unable to be fulfilled as the patient name is unknown.